Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. When beginning a clinical procedure, the user was only able to use the fluoro function. A system restart did not resolve the error. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During investigation of the affected x-ray tube, a malfunction of the large focus could be confirmed by measurement of the characteristic curve. A detailed investigation showed that the large emitter was broken and melted. During follow-up load tests it was discovered that the micro focus did not work due to a defective emitter. The small focus worked as specified. The examination could have been continued using the small focus by manually selecting a different organ program. In the present case the x-ray tube was manufactured in 03/2012 and has undergone intense clinical use. Considering the operation time of almost six years and the reported high load value, a general wear-out of the x-ray tube is within the limit of the expected lifetime. The x-ray tube had been replaced and the system restored to normal functionality.